Manufacturer narrative:
Result code no longer applies. Conclusion code no longer applies.

Manufacturer narrative:
Returned pump analysis found no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving dilaudid 20 mg/ml at an unknown dose/frequency and bupivacaine 11 mg/ml at an unknown dose/frequency via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient experienced a change in symptom control approximately 4 months ago. There were notable pump reservoir variances. The hcp attempted to access the catheter, but was unsuccessful. The pump and spinal segment of the catheter were replaced on (B)(6) 2016. The pump was expected to have 15.5 ml remaining in the reservoir at explant, but instead had a full 20 ml. The issue was reported as resolved at the time of this report. The patient status was noted to be "alive-no injury." Other medication the patient was taking at the time of the event was unable to be obtained. The cause for the change in symptom control, pump reservoir variances and unsuccessful catheter access was unknown. If additional information is received, a follow-up report will be submitted .

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.